Manufacturer narrative:
(B)(4).the device was received for investigation on 09/04/2014, not 09/23/204 as originally reported.

Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lobectomy. According to the reporter: customer stated that during a lobectomy surgery, product 030423 was used. After closing the jaw, the stapler could not be fired. The reload was introduced into patient. The surgery was completed by using a new stapler. There was no tissue loss, no tissue damage, no delay in surgery over 30 minutes and no reinforcement material used in conjunction with the stapling device. Device was received without a clamp button. The customer did not specify or make comment that a loose component, which may be this button, was noticed. Patient is currently in good condition.